Event description:
Health care professional reported a " right side intracapsular rupture". The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation:visual analysis of the returned device identified: broken shell, part of the shell is missing, underweight. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on patch shell bond edge assessed as unidentified (tear) broken. Missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.